Event description:
It was reported that the 9800 system was not retrieving images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced, and the software reinstalled during the service call. The system was tested and found to be working as intended and put back into service.